Manufacturer narrative:
The pump was investigated on 5/4/2017 with the following results: battery compartment is cracked on the side at the threads.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation and a battery compartment crack on the side at the threads was confirmed.